Event description:
The reporter stated that the plug blew out of the stopcock while on an arterial line, causing a free flow of blood. Unit was replaced. No further patient information availabe.

Manufacturer narrative:
No product was returned by the customer for evaluation. Review of the complaint database indicates that this is the fourth complaint on this product code for this issue in the last 14 months. All issues are from the same hospital, although this product is sold worldwide. Issue being monitored for any further incidents. The device history record was reviewed and found to be acceptable. Medex was unable to confirm this issue or to determine the exact cause. No additional action necessary at this time. Medex considers this MDR closed with this report.